Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, service history review, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported issue was not confirmed during sample analysis as the device was able to power on, however, it was blocked from use due to failure 38 occurring. The f-38 alarm was caused by damaged force sensing resistors. To correct the condition, the fsrs and latch roller were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump could not turn on. The identified condition was before use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.